Event description:
Patient reported the up and down buttons on the infusion device are unresponsive. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The functionality of the buttons were tested successfully and comply with product specifications.